Event description:
As reported, during an inguinal hernia repair procedure on (B)(6) 2022, the surgeon attempted to use an bard/davol optifix straight fixation device, the device misfired and deployed broken fasteners. As reported, the broken fasteners were removed from the patient's body and another optifix device was used to complete the case without any further issue. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device fasteners came out shattered in pieces. As reported, the broken fasteners were removed from the patient's body and another optifix device was used to complete the case. The subject device was discarded and not available for evaluation. Review of the photo provided confirms for a broken fastener deploying. Based on the photo evaluation and investigation performed, the most probable root cause is due to forces applied while attempting to fixate. However, without the sample a definitive root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in december, 2021. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿